Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause of the elevated bg was related to the customer going through a leido full body scan while they were traveling. A correction injection was delivered and the customer walked to address bg. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. No additional patient or event information was available.

Manufacturer narrative:
Per the tandem user guide: ¿do not expose your pump, transmitter, or sensor to: x-ray, or computed tomography (CT) scan.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.